Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) prior to use. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).